Event description:
A surgeon reported that following implantation of an intraocular lens (iol), the pt had excessive inflammation. The association between this event and the iol is not known. Additional info has been requested.

Event description:
Additional info provided by the reporting surgeon states a vitrectomy was performed and intravitreal antibiotics were administered for uveitis. The pt's current visual acuity is 20/20 and the surgeon indicates that the pt has had a good outcome.